Event description:
When medical doctor was using the device, the scrub tech realized that the rubber on the device had come off. The device was in use, after cauterizing some tissue, the scrub tech noticed that the jaws of the device didn't look correct and she asked the surgeon to remove it for inspection. Upon inspection it was noted that the rubber cover of the jaw had started to come off. The room notified management and I retrieved a new device that was used to complete the procedure. There was no harm to the patient.